Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: fault found: no faults found. Device passed all tests. Action taken: re- installed software 3.3.38 and tested. Tests: functional test, quality inspection procedure (qip), electrical safety test (est), soak test probable root cause: - faulty solder joints in video path - faulty prism board or connectors - faulty xboard or ch cable connectors - break in ch cable core - faulty hdmi cable - faulty ccu power supply - internal ccu cable failure - power and/or communication - improper/no fuse installed - ac inlet board - main board - video processor - digital board - fpga - transition board - coax connector - electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge - poor system grounding - improper ccu timing. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported the image is cutting out. Therefore, there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported the image is cutting out. Therefore, there was loss of image.